Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemolysis and mechanical interaction with blood was likely patient condition related as clinical information mentions hemolysis prior to impella placement. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 71 year old male patient who had been admitted into the medical center with indication of cardiomyopathy, presenting in scai stage e shock. In addition to the cp pump the patient was supported by extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. The other comorbidities were not shared, beyond the pre-existing pre-impella risen labs that are indicative of hemolysis, being alt/ldh. The pump supported despite the hemolysis concerns in combination with ECMO for 4 days when the patient expired with care being withdrawn. The hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e. There was no allegation the pump use exacerbated the hemolysis.

Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.